Event description:
As reported by customer, when utilizing an encore inflation device, the device was connected to a balloon catheter and the inflation started. It was noted that the gauge on the device was not moving. The device was disconnected, replaced, and the procedure continued. There were no patient complications. The used device was disposed of at the hospital and will not be returned.

Manufacturer narrative:
Although, it has been reported that the device was disposed of at the hospital and will not be returned, an investigation will be conducted into this event. Upon completion of the investigation a follow-up medwatch will be submitted.